Event description:
I was traveling from the (B)(6) to (B)(6) and at the (B)(6) airport I started to feel nauseous and very sick so tsa thought I had ingested drugs and stopped my trip to search my bags, so I told them I was a diabetic on a insulin pump they called paramedics and confirmed that my levels were very high, so I signed a release form to be able to get to (B)(6) and when I did after two say I was hospitalized and transferred to the intensive care unit for 1 week.